Event description:
In 01/2004, the patient was implanted with a vented electric left ventricular assist device (lvad). In 03/2004, the vad coordinator contacted the MFR reporting that the patient's system controller had alarmed red heart, and the pump had stopped for approx 15 seconds. The vad coordinator changed out the system controller with a back up system controller and no further alarms or problems were noted. The hosp is returning the controller to the MFR for analysis. The patient remains on lvad support while awaiting a heart transplant.